Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via the log files; however, the alarm was not reproduced during testing of the returned system controller (serial number: (B)(6)). The submitted log file and the log file downloaded from the returned controller contained approximately 7 days of data combined ((B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The log file captured a controller fault alarm due to a backup battery test circuit fault on (B)(6) 2020 from 4:59:03 to 6:51:27, when the controller was powered down after being exchanged. The backup battery test circuit fault occurred due to the unloaded backup battery voltage being measured above the acceptable voltage. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2020 at 6:49:34 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿, and the heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate iii IFU, section 2 "system operations" explains how to replace the system controller backup battery, and how to replace the system controller. Section 5 ¿surgical procedures¿, explains how to install the backup battery in the system controller. The heartmate iii patient handbook and heartmate iii IFU both caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the outpatient clinic on (B)(6) 2020 due to an advisory alarm. The patient had switched to their backup system controller at home. Technical services reviewed the log files and confirmed a controller fault alarm. An internal backup battery test circuit fault was observed one second before the controller fault and is the suspected cause. The controller was exchanged and will be returned for evaluation.